Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 2 months post index procedure, the patient presented with leg pain. An ultrasound discovered limb occlusion so a secondary intervention was performed. The physician performed a thrombectomy of the right side and restored blood flow and then implanted an endurant ii 16x24x93 resolving the event. The physician does not know that cause of the event. No additional clinical sequelae were reported and the patient is fine.